Event description:
The patient contacted animas on (B)(6) 2012, reporting a blood glucose of 600 mg/dl after discontinuing pump use for multiple loss of prime warnings. The patient stated that the pump was alarming loss of prime approximately twice per day. The patient reported that a health care professional (hcp) had the patient remove the pump due to the multiple loss of prime warnings and the patient was placed on a back up treatment plan. The patient reported that the morning after switching to the back up treatment plan, blood glucose levels went up to 600 mg/dl. The patient stated that the cartridges were cycled appropriately; the cartridges were stored at room temperature. The patient reported site changes were performed with the hcp and was confirmed to be correct. This report is made based on the allegation that the patient experienced hyperglycemia after disconnecting from the pump for multiple loss of prime warnings.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: a reserved sample from the same cartridge lot number b201912 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows multiple 'loss of prime' warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime was performed successfully and the pump was able to prime appropriately. A 'loss of prime' warning was simulated during investigation and the pump emitted the appropriate audio-visual alert. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation revealed that the force sensor was out of calibration. There was no defect found to the force sensor or to the power circuits.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. The patient reported disconnecting from the pump related to multiple loss of prime warnings. The issue is not likely to result in an adverse event because the pump alarmed to alert the user of the issue. No conclusion can be made at this time.